Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection which was manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with injection of an unspecified anti-inflammatory drug and an unspecified intraperitoneal anti-inflammatory drug for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.